Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 month. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was evaluated for a gastrointestinal bleed with small bowel enteroscopies on (B)(6) 2012. Findings were bleeding in an area of proximal jejunum and mid jejunum with no obvious mucosal lesion. Hemostasis was achieved with epinephrine and hemostatic clips. The lvad team continued to monitor, maintain hemoglobin and hematocrit. On (B)(6) 2012 no bleeding was found. It was recommended that the patient receive proton pump inhibitor twice daily and continue to m monitor. No additional information was provided.